Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's flow stopped clamp fem luer. After filling a 100ml cassette with 100ml of solution and tapping it to take air out, the device started leaking. There was no reported patient involvement.

Manufacturer narrative:
H3/h6: one used device was received for analysis. The device was visually inspected. There was no damage or anomalies were observed. The cassette bag was filled with 100 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the internal bag. The complaint of leakage can be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.